Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the IFU. There was damage observed to the pushwire or catheter.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the tip of the ped did not open well. After multiple attempts, it still did not open well. After it was removed from the body, the tip was found to be rough.

Manufacturer narrative:
H3: product analysis#: (b0(4)7: equipment used: video inspection system (m-8559), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel, drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex and phenom 27 catheter were returned inside a biohazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 9.0cm to 15.0cm from the distal tip, and kinked at 69.5cm and 73.5cm from the proximal end of the catheter hub. No other anomalies were observed. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, it got stuck at 69.5cm from the proximal end of the catheter hub. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or the user deploying the braid in the vessel bend. The customer indicated that vessel tortuosity was normal and that the braid was not positioned in a vessel bend, which eliminates those two possible causes. It is possible that the damaged braid contributed to the failure to open, as damage can occur from over-manipulation, deployment techniques, or advancing or retracting the delivery wire against resistance, as well as deploying or resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex was returned stuck inside the phenom catheter. Both the pipeline flex and the catheter were found to be damaged. The observed damage on the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that excessive force was likely applied. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. The customer also reported that vessel tortuosity was normal and that a continuous flush was used during delivery. Therefore, the root cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally and catheter resistance occurred in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the posterior communicating segment of left I nternal carotid artery with a max diameter of 3.2mm and a 3.8mm neck diameter. The landing zone was 2.17mm distally and 3.28mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed an aneurysm with some contrast retention. It was reported that after hydrating the instrument normally, the surgeon pushed it out in vivo and found that the pipeline tip was not well opened and was a little rough. The surgeon resheathed and removed the catheter and pipeline from the body. After replacement, the surgery was successfully completed and the patient was not injured. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.